Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during drain four of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated they did not prime the patient line extension. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a system error 2240 during the drain stage, where the home patient stated that the patient line extension was not fully primed when connected. The disposable set was not returned to baxter and the lot number was not provided, so no batch review could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. It provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.